Event description:
A caller reported an issue with the time settings on their device, not knowing why the time was incorrect, which led to a discrepancy between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies greater than five minutes. The caller understood and acknowledged the guidance provided.